Manufacturer narrative:
(B)(4). This pump is used for testing at the manufacturing site. This is not used clinically.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, an over-speed error was observed. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) operated the pump for four days and no over speed errors occurred. The pump was operated through its range of speeds with and without tubing and included cold temperature testing.

Manufacturer narrative:
The reported complaint was not confirmed. The service repair technician (srt) was unable to duplicate the overspeed error. Per srt there were no available parts for potential repairs. The unit operated to manufacturers specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.